Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the mid right coronary artery (rca). A non-bsc 6fr sheath was used to access the patient anatomy. A non-bsc guide catheter and a non-bsc guide wire were advanced across the lesion site. The lesion was then pre-dilated with a non-bsc 2.5x15mm balloon using an encore inflation device. First, a veriflex 3.0x32mm stent was successfully implanted. The stent was pre-dilated with a non-bsc 3.0x15mm balloon. Next the physician attempted to advance another veriflex 3.0x8.0mm stent across the previously placed stent but it became stuck inside the 3.0x32mm stent. The device was removed from the patient and when examined stent damage was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient condition is reported as "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)